Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. During device follow up, it was also noted that the right ventricular (rv) his bundle lead exhibited high thresholds with increased output. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.